Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# b0907542k, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in spain regarding a patient receiving intrathecal lioresal 500 mcg/day (dose 125 mcg/day) via an implanted pump. Other medications the patient was taking at the time of the event and lioresal lot number were unable to be obtained. It was noted the patient's medical history was "none". Indications for use were unknown. The event date was approximately (B)(6) 2016. It was noted from one year, the patient had been suffering dizziness, spasticity and headaches. Environmental, external, and patient factors that may have led to or contributed to the event was reported as "he has sclerosis multiple". Diagnostics performed included different test had been performed like contrast test (catheter study). Interventions/actions taken included explantation of all the system for six months. The catheter was explanted approximately (B)(6) 2016 and would be returned. All system explanted due no response to a pump treatment. The issue had been resolved at the time of the report and the patient's status was "alive- no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.